Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), the electrode belt failed the pulse lead hi-pot test. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval: device eval of electrode belt sn (B)(4) has been completed. Upon receipt, the belt failed the pulse lead hi-pot test and the trunk cable was cut with wires exposed. The root cause for the damaged cable cannot be positively determined, but is likely physical abuse. No adverse event resulted from the damaged cable. The last pt to use this electrode belt did not report any problems.